Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2012. The device failed multiple self-tests due to a low battery between (B)(6) 2012 and (B)(6) 2013. Temperatures are recorded below the recommended minimum standby temperature during this time. The device records multiple manual power ups one of ten minutes duration between the (B)(6) 2016. This may indicate the device was switching on automatically and the user was intervening to switch the device off via the on/off button rather then removing the pad-pak. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.